Manufacturer narrative:
We received the broken instrument; as reported above, the breakage occurred within the threaded section of the instrument (approximately 2 mm above the base of the thread) that is screwed into the glenosphere for impaction / extraction. Limacorporate is now aware of 6 intra-op breakages related to this specific lot number (2015aa094); a recall of this lot number from the market was initiated in november 2015, at that time we were aware of 4 of these 6 breakages. The removal action is ongoing and the recall was reported to FDA on the 23 november 2015. A slight delay in surgery was reported in each of these 6 incidents but no patient adverse effects were reported for any of the 6 cases. In one case only, the surgeon was not able to remove the broken piece of the instrument from the glenosphere cavity intra-operatively; this specific event happened in (B)(6), while the other five (5) breakages happened in the us. All six (6) the events have already been reported as MDR (limacorporate complaints # (B)(4). The instruments involved were manufactured partially out of specification by the supplier, (B)(4). Internal analysis by lima showed that a potential cause of breakage is also an improper use of the instrument by the surgeons (3 cases involved the same surgeon): an incomplete tightening of the impactor into the glenosphere prior to impaction, together with the onset of multi-axial forces applied to the instrument when impacting could have significantly contributed to the breakages. Capas: following the post-market surveillance data, limacorporate decided to remove all affected parts from this lot number from the market; this recall was reported to FDA on 23 november 2015. In addition, a field safety notice to all the users to emphasize the instructions for the correct use of the instrument was issued to help reducing the risk of this breakage. The field safety notice was reported to FDA on 11 december 2016. A non conformity (nc) regarding this lot number has been issued to the supplier (B)(4). Limacorporate will continue to monitor and investigate any further reports related to this situation.

Event description:
Intra-op breakage of the threaded tip of the glenosphere impactor/extractor (model # 9013.74.141, lot # 15aa094); the surgeon was able to retrieve the broken piece and concluded the surgery by using a second impactor/extractor. No consequences for the patient. The event occurred in the us.